Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to device replacement due to normal battery depletion, oversensing due to noise was observed on the right ventricular (rv) lead. During device replacement, the rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.